Manufacturer narrative:
The company representative found that the power supply monitor was not working and the unit failing regulator calibration. Replaced power supply monitor (part number: 0670-00-0821) and scroll compressor (part number: 0119-00-0179). The iabp was tested per manufacturer specifications and was returned to the customer. (B)(4).

Event description:
The customer reported that during a routine check of the iabp, the iabp was not charging the batteries. No patient was involved.